Event description:
Medical staff reported "explantation of the periprosthetic right side: anaplastic large cell lymphoma. T-cell formed in the exudate and without infiltration of the tumor in the capsule." Alcl has not yet been confirmed via diagnostics. Therefore, the event of lymphoma will be reported.

Manufacturer narrative:
Unique identifier (UDI) #: not applicable. Device labeling reviewed: "cancer: there were 11 reconstruction pts (6.1 percent) with recurrence of breast cancer through 7 years and 1 report of non-hodgkin's lymphoma and 1 report of uterine cancer. There was 1 revision reconstruction pt (1.5 percent) with recurrence of breast cancer through 7 years and no reports of other cancers in revision-reconstruction pts." "Allergan's post-approval studies: case-control studies to evaluate the association between natrelle 410 breast implants and 5 rare disease outcomes (rare connective tissue diseases, neurological diseases, brain cancer, cervical/vulvar caner , and lymphoma)."

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).